Event description:
15 days after implantation, ventricular oversensing followed by inapprpriate shocks was observed during an induction test. Because the programming head was suspected to have triggered oversensing, the device remained implanted.